Event description:
On march 7 and again on march 8, while attempting to do an EKG on 2 separate pts, the printout was a straight line. On both occasions medical maintenance was called to check out the EKG machine. The medical maintenance tech determined that the problem was not the equipment, but the electrodes. This is a major concern as one of these pts was a chest pain pt requiring immediate diagnosing and treatment. Treatment needed to be determined by the results of an EKG, the malfunctioning of the electrodes caused a delay in the pt's initial treatment and subsequent transfer to an ER for definitive treatment.